Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01189 and 03491 / 03492).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009 and that a revision procedure occurred on (B)(6) 2012 allegedly due to pain. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012, was due to pain, wear and metal allergies. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.